Event description:
Eight lens cup cracked during neutralization. No pt injury occurred. Seven of the lens cups are not available for evaluation; customer discarded them. One cup saved by the customer was requested by the manufacturer for evaluation, but it was not returned.